Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced an allergic reaction after device insertion. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a veracross connect for faradrive was used to perform the transseptal puncture. The farawave catheter, faradrive sheath, and rosen guidewire were inserted into the patient. Prior to any applications poor perfusion was observed by the anesthetist who notified the physician. The patient's heart rate (hr) remained stable. An unknown allergic reaction was diagnosed. A 14fr dilator was used to dilate the femoral vein. The patient was administered inotropic steroids; afterwards the patient stabilized and the procedure was able to be completed with the same equipment. The patient was admitted to the intensive care unit (ICU) overnight for observation and lab draws were performed to identify a mechanism for the allergic reaction. The physicians believe it was most likely a latex allergy, but this was not confirmed. The patient is expected to fully recover. The patient was discharged from the hospital the following day.

Event description:
It was reported that the patient experienced an allergic reaction after device insertion.during a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a veracross connect for faradrive was used to perform the transseptal puncture. The farawave catheter, faradrive sheath, and rosen guidewire were inserted into the patient. Prior to any applications poor perfusion was observed by the anesthetist who notified the physician. The patient's heart rate (hr) remained stable. An unknown allergic reaction was diagnosed. A 14fr dilator was used to dilate the femoral vein. The patient was administered inotropic steroids; afterwards the patient stabilized and the procedure was able to be completed with the same equipment. The patient was admitted to the intensive care unit (ICU) overnight for observation and lab draws were performed to identify a mechanism for the allergic reaction. The physicians believe it was most likely a latex allergy, but this was not confirmed. The patient is expected to fully recover. The patient was discharged from the hospital the following day.it was further reported that the allergic reaction was caused by the latex gloves used by the staff during the procedure and was unrelated to the devices used or the pulse field ablation (pfa) procedure itself. The event is no longer considered reportable by boston scientific.

Event description:
It was reported that the patient experienced an allergic reaction after device insertion. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a veracross connect for faradrive was used to perform the transseptal puncture. The farawave catheter, faradrive sheath, and rosen guidewire were inserted into the patient. Prior to any applications poor perfusion was observed by the anesthetist who notified the physician. The patient's heart rate (hr) remained stable. An unknown allergic reaction was diagnosed. A 14fr dilator was used to dilate the femoral vein. The patient was administered inotropic steroids; afterwards the patient stabilized and the procedure was able to be completed with the same equipment. The patient was admitted to the intensive care unit (ICU) overnight for observation and lab draws were performed to identify a mechanism for the allergic reaction. The physicians believe it was most likely a latex allergy, but this was not confirmed. The patient is expected to fully recover. The patient was discharged from the hospital the following day. It was further reported that the allergic reaction was caused by the latex gloves used by the staff during the procedure and was unrelated to the devices used or the pulse field ablation (pfa) procedure itself. The event is no longer considered reportable by boston scientific.

Manufacturer narrative:
It was further reported that the allergic reaction was caused by the latex gloves used by the staff during the procedure and was unrelated to the devices used or the pulse field ablation (pfa) procedure itself. The event is no longer considered reportable by boston scientific.

Manufacturer narrative:
Investigation summary:with all the available information, boston scientific concludes the potential root causes of the allergic reaction cannot be determined with full certainty as the device was not returned. Based on information received from a boston scientific sales representative in the field, latex gloves were the confirmed cause of the patient's allergic reaction.device history record review:the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications.device technical analysis:the device was not returned for analysis; therefore, a technical analysis of the complaint device could not be completed.labeling review:review of the instructions for use confirmed that allergic reaction is addressed as a potential procedural complication when using the versacross connect access solution for faradrive. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.risk review:a risk review performed for the versacross connect access solution for faradrive device confirmed that the event of allergic reaction is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect access solution for faradrive device is acceptable.investigation conclusion:based on all the available information, latex gloves were the confirmed cause of the patient's allergic reaction based on information received from a boston scientific sales representative in the field. This event is considered an adverse event related to procedure. There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue.